Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MFR: 2134265-2016-02580. It was reported that recapture difficulties occurred. A left atrial appendage (laa) closure procedure was performed. A 33mm watchman laa closure device & delivery system along with a watchman access system (was) were selected. The closure device was deployed; however, they found that there were several "reflux" under imaging. After multiple "not fully" recaptures were performed the tip of the was sheath became kinked. The device was able to be fully contained within the was and the devices were removed together. Outside of the patient, the wds could not be removed from the was. The procedure was completed with new watchman devices. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the returned product consisted of the 33mm watchman delivery system (wds) and the watchman access sheath (was). The wds was received inside the shaft of the was. There was blood in the shaft and on the implant. There were numerous kinks throughout the shaft of the wds. The shaft was buckled 5cm ¿ 5.5cm from the tip. The implant was received protruding 2mm from the end of the shaft. The implant was deployed during product analysis. The anchors were damaged and bent. The implant was measured and verified to be the correct size. Microscopic examination revealed that the core wire was bent/damaged. The tip was damaged. The wds was able to be removed from the was with no issues. The was used in the procedure was used for functional testing. An attempt to recapture the implant was unsuccessful, due to the damage of the wds and the was. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MFR: 2134265-2016-02580. It was reported that recapture difficulties occurred. A left atrial appendage (laa) closure procedure was performed. A 33mm watchman ® laa closure device & delivery system along with a watchman® access system (was) were selected. The closure device was deployed; however, they found that there were several "reflux" under imaging. After multiple "not fully" recaptures were performed the tip of the was sheath became kinked. The device was able to be fully contained within the was and the devices were removed together. Outside of the patient, the wds could not be removed from the was. The procedure was completed with new watchman devices. No patient complications were reported and the patient's status is stable.